Event description:
Customer's father reported via phone call that the customer has been experiencing low blood glucose. Customer has woken up with low blood glucose in the 20 mg/dl range and the day of the call the customer's blood glucose was in the 30 mg/dl range. Customer's father also reported that the customer has also experienced high blood glucose around 500 mg/dl. Troubleshooting was declined as the customer was not available. Customer's father stated that customer was at school and was doing well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.